Manufacturer narrative:
The reported device has been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the pezs01, ez switch portal's seal was pushed through the trocar and into the joint during a hip arthroscopy on (B)(6) 2019. It was successfully removed. The case was completed as planned there was a 5-7 minute delay reported. There was no patient or user injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation, by r&d engineering, of the two returned devices found the following for each product: 1) product is cut to length of 10.2 cm. Top seal is missing the center section, was torn from the perimeter. Lower tricut seal has small cuts, generally in good condition. Cap height looks normal. Seals appear to be installed correctly. 2) product length is hard to estimate because the flexible blue tube was assembled backwards. Top seal has a small tear and is otherwise in good condition. Cap height looks normal. Seals appear to be installed correctly. A lot number was not provided; therefore, a complaint lot history was unable to be reviewed additionally, due to the unavailability of the lot number, a DHR review was not able to be conducted. (B)(4). Per the instructions for use, the user is advised the following; - this device was designed to be compatible with tools and instruments up to 8 mm in diameter. - curved instrumentation may require a smaller diameter. - do not use excessive force on instruments to avoid damage or breakage during insertion and use. - use care while passing sharp instrumentation to prevent damage to the device. - maintain proper alignment during insertion. This issue will continue to be monitored through the complaint system to assure patient safety.